Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing on the ventricular channel resulting in pacing inhibition. The patient reported being exposed to cautery at the time. The device was explanted and replaced. The patient was fine.